Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the brown section. The instrument appears to have detached fragments. Thermal damage was not observed. The complaint was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was found to be broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument moved in the opposite direction or exhibited uncontrolled motion, remained static, and failed to provide energy. Broken or frayed cables were visible at the instrument wrist. The instrument remained in an open position, and the tips were damaged. There was damage noted on the distal part of the instrument. No thermal damage such as melting, charring, arcing, sparking, or smoking was observed. Additionally, damage was observed on the clear end and grey section of the mcs tip cover accessory.